Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the button's of insulin pump did not respond. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a intermittent button response. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm.